Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 2.75 x 16mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage. The proximal stent struts were pushed distally on the balloon, struts were bunched and overlapping. The manufacturing data for this device was reviewed and the max crimp stent profile was found to be within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the inner and outer polymer extrusion found no issues. The bi-component bond showed no signs of damage. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. After predilation was performed with a 2.75x12 non bsc balloon catheter, a 2.75 x 16 synergy ii was attempted to be delivered but failed to cross the lesion. The device was removed from the guide catheter and was noted that the stent was damaged on the delivery balloon. Dilatation was again performed with a non-bsc balloon catheter and completed the procedure with a 2.75 x 16 synergy¿ stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. After predilation was performed with a 2.75x12 non bsc balloon catheter, a 2.75 x 16 synergy ii was attempted to be delivered but failed to cross the lesion. The device was removed from the guide catheter and was noted that the stent was damaged on the delivery balloon. Dilatation was again performed with a non-bsc balloon catheter and completed the procedure with a 2.75 x 16 synergy¿ stent. No patient complications were reported and the patient's status was good.